Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 488 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during tubing prime process. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer stated to have received a no delivery alarm while troubleshooting for motor error. The no delivery alarm was resolved by an infusion set change. Customer also reported to have experienced a high blood glucose of 488 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump and infusion set are being replaced and expected to return for analysis.

Manufacturer narrative:
Findings: motor error alarm during occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Motor passed motor test. No excessive no delivery alarm noted. Pump had minor scratched display window and cracked reservoir tube lip.